Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was reprogrammed and surgical intervention has been scheduled. The lead remains in use. No patient complications have been reported as a result of this event.